Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision and abutment change under a general anaesthetic on (B)(6) 2018.